Manufacturer narrative:
(B)(4). H6: health effect - impact code updated.

Event description:
It was reported that, during a thr surgery, while implanting, the femoral head/neck impactor broke, no pieces fell inside the patient, it hit the floor and both pieces were recovered. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a thr surgery, while implanting, the femoral head/neck impactor broke, both pieces were recovered. Surgery was resumed, without any delay, with a back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
H3, h6: the device was returned for evaluation. A visual inspection of the returned device confirms a piece of the impactor tip is missing, rendering the device inoperative. The missing piece was not returned with the device. The device shows signs of significant wear and use. A medical investigation was conducted and confirms per case details, no pieces fell inside the patient. The procedure was completed using a backup device. No patient injuries or adverse consequences were reported. Since no patient injuries are being reported no further clinical/medical assessment is warranted at this time. The contribution of the device to the reported event could not be corroborated. A review of complaint history revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this product and failure mode. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.